Event description:
A customer reported receiving a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions and guided the customer through the process, after which the cgm error did not recur, allowing the customer to successfully start a new sensor session.